Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the device was explanted (date not reported) for unspecific medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 13, 2024.